Event description:
Revision surgery - the patient suffered a traumatic fall. The surgeon replaced worn poly with a broken post.

Manufacturer narrative:
The reason for this revision surgery was to remedy a broken and worn insert after 11.8 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery, and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the third complaint for this part number: two for a fractured post. The root cause was most likely due to the patient falling. There are no indications of a product of process issue affecting implant safety or effectiveness.